Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) that exhibited non sustained right ventricular oversensing (nsrvo) episodes. Upon review, it was noted that the device was oversensing myopotential signals. The signal was reproduced with deep breathing exercises. Programming changes were done. The patient was not reported to be symptomatic.